Event description:
It was reported that the tip of the catheter was broken. There were no patient complications reported.

Manufacturer narrative:
Evaluation of the device reported that tip of the catheter had been pulled off the end of the wire tip. The latex coil cover has several small holes over the exposed wire. No missing components were reported.